Manufacturer narrative:
On (B)(4) 2015, a field service engineer (fse) through a phone call guided the customer to clean the substrate detection sensor on bottle holders to correct issue. Since the instrument was shown to be performing as intended, no further additional activities were required by field service. The most probable cause of the reported event was a dirty or contaminated optical sensor. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported sporadic substrate replacement errors with their aia-2000 analyzer. The customer was not able to run beta-hcg, e2, fsh, lh and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg, e2, fsh, lh and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.